Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The device had minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a failed battery test on the insulin pump. Customer reported that the failed battery test occurred after they received a replacement battery cap. Blood glucose level was 177 mg/dl at the time of the call. No further information was provided.